Event description:
It was initially reported regarding the tvr/tlr performed in (B)(6) 2009 that the lesion was treated with an unknown balloon catheter. It is now corrected to indicate that the lesion was treated with an unknown balloon catheter and an unknown size non-bsc stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, the target lesion was 90% stenosed, 20mm in diameter and 3.0mm long. Predilation was performed and the physician deployed a 3.0x20mm taxus express2 stent instead of the unspecified taxus express2 stent initially indicated. Following post dilation, residual stenosis was 0% with timi 3 flow. The patient was discharged 2 days later without complications on bayaspirin and paraclodin.

Manufacturer narrative:
(B)(4).

Event description:
(B) (4) clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. In (B) (6) 2008, during the index, the physician implanted an unknown size taxus express2 stent in the proximal left anterior descending (lad). Details of the lesion are unknown. In (B) (6) 2009, post-index procedure, restenosis was confirmed in the proximal lad. The 90% stenosed target lesion located in the proximal left anterior descending (lad) was 12.0mm long with a reference vessel diameter of 3.50mm. A percutaneous coronary intervention (pci) was performed and the lesion was dilated with an unknown balloon catheter. Residual stenosis was 0%. The event was considered resolved and the patient outcome was noted as "improved." The patient was discharged on bayaspirin and panaldine. Patient status noted as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).